Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30-degree endoscope plus instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the 30-degree endoscope plus was flickering and the surgeon's image was reversed. The customer stated that they power cycled the system, but issue remained. Technical support engineer (tse) advised customer to replace the endoscope; customer did not stay on the line while taking that action. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Error 45314 (frozen video) was observed in the log. The 30-degree endoscope plus was tested and placed on a camera attenuation tester or equivalent to measure transmittance but failed functional testing. The endoscope failed transmittance due to the measured output power not meeting specification limits. The endoscope was tested and placed on an in-house system for cable testing and failed due to wahoo paddleboard (wpb) defect. The complaint was confirmed by failure analysis but not replicated. The probable root cause of the customer-reported complaint could not be determined based on the information provided and failure analysis results.

Event description:
Refer to h11 for follow-up information.